Manufacturer narrative:
Additional information received regarding battery cap recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump immediately alarmed a flashing medtronic logo once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, and displacement accuracy test due to flashing medtronic logo. Unsuccessful in downloading pump history files and traces using thump software due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact missing, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Exposed to moisture was confirmed during visual inspection found on the battery tube, electronic assembly, motor, and force sensor. Critical pump error (open book image) was not confirmed during testing. Unable to download/upload was confirmed due to flashing medtronic logo. Flashing medtronic logo was confirmed due to moisture damage on the electronic assembly. Unable to verify customer's complaint for low bg's medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary device is not returning.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h6 (type of investigation, investigation findings, investigation conclusion), h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucose/carb intake. The customer reported a blood glucose value of 37 mg/dl. Troubleshooting was performed for the critical pump error/open book image but the issue was not resolved. The event involved product(s) mmt-242a, mmt-1884l, mmt-332a. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. The customer stated that the pump had been water exposure leading up to the event. No product return is required for mmt-242a. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884l was requested and the customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.